Manufacturer narrative:
Analysis of the stimloc screw found the threads of the screw were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 924256, lot# 082217917a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the neurosurgeon was setting the burr hole cover two of the screws broke. The surgeon used an extra burr hole cover to finalize the operation. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the issue all happened during the one lead implant procedure.